Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clave connection on an access needle for a port catheter had allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
The complaint of a break in the extension set tubing near the connector was confirmed, and it appeared that the damage was associated with use of the device. One 20g x 0.75¿ powerloc max infusion set was returned for investigation. The infusion set was received with an injection cap attached to the luer adaptor. A dark colored residue was observed between the luer adaptor and injection cap. The injection cap was removed and the use residue was wiped from the luer adaptor. A microscopic examination of the luer adaptor revealed nothing remarkable. No cracks were observed on the luer adaptor. A functional test revealed a leak in the extension set tubing at the distal end of the luer adaptor. The leak site revealed a tear in the extension set tubing across the adhesive fillet. The adjoining surfaces of the tear were rough and granular. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clave connection on an access needle for a port catheter had allegedly cracked. There was no reported patient injury.